Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had high blood glucose. The customer's blood glucose was 436 mg/dl; treating with insulin pump by programming a bolus at 6.4u. The customer stated he is running high, due to pain medication his doctor prescribed. Customer declined high blood glucose troubleshooting.